Event description:
The patient reported an incident of alleged over-delivery. As stated the patient was swimming, while wearing the device. While in the pool the patient reported that her infusion site began to burn. When she got out of the pool she checked her site ,which she found to be intact, she examined the pump and claims to have discovered that the cartridge was empty. When questioned regarding the amount of residual medication that should have been remaining in the cartridge, the patient stated they believed there should have been approximately 200 units. Her blood glucose was reported to have dropped to 52 mg/dl. The patient also alleged that upon physical examination of the device, water was noted to be within the housing. At the time of this report the patient has not yet returned the device to the manufacturer for device evaluation.